Event description:
It was reported that the ventilator generated technical error codes indicating power errors and software error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-s, corrected brand name: servo-s base unit d4 ¿ version or model # - previous version or model #: servo-s, corrected version or model #: 6640440 the UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating power errors and software error. The ventilator was investigated on site by our field service engineer and further investigation revealed that the ac/dc converter was defective. Issue resolved by cleaning the ac/dc converter. Unit passed all functional tests and was handed over to customer in working condition. No root cause can be established by this investigation.